Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) events. The customer¿s high bg level was "high"; although specific value was not provided, and the low bg level was 46 mg/dl. Neither bg causes were known. Reportedly, the customer changed the infusion set, delivered a correction injection, and consumed carbohydrates to address both bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.